Event description:
The dome part was detached in the patient's stomach. This incident occurred when attempting to remove the catheter percutaneously. The detached dome was removed from the pt with the endoscope. The device had been placed in the patient for about five months.